Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: reportedly the trigger of the trauma recon system jams. The operator reports there is a repeated failure with the switch. The stop function is not controllable during acetabular reaming. The operator also reports the device is oiled strictly with synthes oil. This is report 1 of 1 for this event.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. A review of the device history record revealed no complaint related anomalies.